Manufacturer narrative:
Philips service repaired the pc power cable and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a black screen occurred due to a flexvision pc power cable issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.